Manufacturer narrative:
Internal complaint reference case-(B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The anchor is still in the insertion tube. The insertion tube is bent at the proximal end. Bio debris is inside the tube and on the anchor. The sutures still run through the cannula to the cleat. The cleat is fully extended and locked. A functional evaluation showed the driver can no longer be used to advance the anchor. The ratchet will not lock and can fully extend the cleat down and back up without moving the anchor. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences ((1)incorrect bone hole preparation. (2) improper depth insertion.). Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during the a shoulder arthroscopy, the q-fix anchor couldn't be deployed after drilling a hole by appropriative tools and inserting the q-fix anchor causing a failure in the suturing process. The procedure was completed with a smith and nephew back up device drilling an additional bone hole and suing a q fix 2.8mm to prepare the insertion site. A void was left in patient. There was a delay less than 30 minutes and no further complications were reported.